Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrogram (egm) review showed suspected left ventricular (lv) lead loss of capture (loc). Left ventricular automatic threshold (lvat) test was suspended, and elevated lv thresholds and fusion beats were noted. As a result, lv output was increased at a 6/11 office visit. Technical services (ts) discussed troubleshooting/programming options and recommended x-rays to rule out possible lead dislodgement. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrogram (egm) review showed suspected left ventricular (lv) lead loss of capture (loc). Left ventricular automatic threshold (lvat) test was suspended, and elevated lv thresholds and fusion beats were noted. As a result, lv output was increased at a 6/11 office visit. Technical services (ts) discussed troubleshooting/programming options and recommended x-rays to rule out possible lead dislodgement. This lv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in office for a followup visit and lv threshold measured at 3.2v at 1ms. Subsequently, lv output was increased to trend 4.5v at 1.5 ms, and other lead measurements were noted to be stable. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.